Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
No new information.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the blade broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.